Manufacturer narrative:
At this time, the product has not been returned. If additional information should be received, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system was explanted as a result of a fungal infection. Which is life threatening and requires hospitalization. No additional adverse patient effects were reported.